Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 455 mg/dl and large ketones. The customer went to the emergency room (ER) where they received treatment in the form of an insulin drip, intravenous fluids and tylenol. The customer remained in the ER for half of the day and was released with a bg level of 170 mg/dl in a better condition.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the reported high blood glucose was identified; however, a different issue was identified.